Manufacturer narrative:
The device was in use for treatment. The lead remains implanted; and therefore, cannot be returned for analysis. As a result, the allegations against this lead cannot be confirmed. No subsequent device or clinical adverse events have been reported. A review of the device history records identified no recorded manufacturing rejects or anomalies. In addition, there are no additional complaints of the same nature, as the reported event, from the same batch listed in this work order. Loss of capture/loss of sensing are recognized clinical events referenced in the instructions for use (IFU). The event will be re-evaluated if additional information becomes available.

Event description:
The customer reported that this patient experienced symptomatic bradycardia. During a visit to the pacemaker clinic on (B)(6) 2015, information revealed ventricular capture test at 3.5 volts @ 1ms so ventricular output was increased to 7.5 volts to provide two fold safety. Threshold testing using 0.5 ms and 0.35 ms showed no capture. Documentation noted that the patient does not pace in the ventricle at all over the last year so this increase should not deplete the battery. Patient had no mode switches, had some short runs of atrial flutter with ventricular rate at high of 140 bpm for 10 secs. Also had a short run of ventricular tachycardia fastest rate of 185 (8 beats). There was no report of any adverse patient effects from this event. The lead remains actively implanted for approximately 9 years, 3 months. The patient will be followed up on (B)(6) 2016.

Manufacturer narrative:
New information: date of this report- 08/10/2016. Describe event or problem: the patient was followed-up by the physician on (B)(6) 2016, it was reported this ventricular lead was noted to have high impedance of over 3000 ohms. The polarity was changed to unipolar and the impedance reading was 352 ms. The patient to be re-evaluated in 3 months. Information indicates the patient is not pacemaker dependent. Patient does not pace in the ventricle so the doctor is watching closely. The lead remains implanted for approximately 9 years, 11 months. (B)(4).